Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker and right atrial (ra) lead revision procedure. The atrial lead was known to have exhibited high capture threshold measurements. During the procedure, the physician was unable to gain access to place a new lead and the revision was aborted. The ra lead remains implanted. The patient¿s condition was stable throughout.